Event description:
Patient has been wearing same brand of contact lens since light extraction efficiency ((B)(6) 2025) when ordered new box of contacts, acquired infection os (left eye) on first day of wear. Per patient - was treated with course of oral antibiotics as infection had spread from eye to inferior puncta os.